Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 48 mg/dl with severe dizziness associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the loss of prime had occurred one time. Cts advised the user to use a cartridge from a new box. This complaint is being reported because the patient allegedly experienced hypoglycemia due to a loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: all of loss of prime warnings recorded in the black box were associated with a cartridge change; no valid loss of prime warnings are observed. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.